Event description:
Clinical study. It was reported that 539 days after a coronary drug eluting stenting treatment procedure the patient expired. The lesion being treated in the index procedure was a 3.25mm, 80% stenosed, 10mm long portion of the proximal left anterior descending (prox lad) artery. The physician treated the lesion with predilatation and successful placement of a taxus express2 3.00x16mm study event in the target lesion. Residual stenosis was 0%. There were no reported complications. The patient was discharged the next day on plavix and aspirin. 539 days after the initial procedure, the patient expired with the cause of death as cardiac arrest. There was an autopsy, the results of which are unknown. In the opinion of the physician, the relationship of the death to the target vessel is unknown.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.